Event description:
A report was received that the patient underwent an ipg explant procedure due to an infection.

Manufacturer narrative:
Explant date: (B)(6) 2018; the exact explant date is unknown. Additional information was received that the location of the patients infection was over the ipg (lower part of the flank). The patient also had a presence of pus just over the implant site of the ipg. The ipg was sent to a local laboratory to be analyzed and then destroyed.

Event description:
A report was received that the patient underwent an ipg explant procedure due to an infection.

Manufacturer narrative:
Date of event: (B)(6) 2018; exact date of explant is unknown. Explant date: (B)(6) 2018; exact date of explant is unknown. Additional information was received that the lead was also explanted. The lead was sent to a local laboratory to be analyzed and then destroyed. Additional suspect medical device component involved in the event: model: sc-2366-50 serial/lot: (B)(4) description: linear 3-6 lead 50 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watchwill be filed.

Event description:
A report was received that the patient underwent an ipg explant procedure due to an infection.